Event description:
The patient has 2 model 3186 leads (from the same lot) implanted as part of his scs system. It was reported the patient experienced ineffective stimulation. The sjm representative met with the patient and diagnostic testing revealed invalid impedance readings on multiple lead contacts. Reprogramming did not resolve this issue. Surgical intervention will be taken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.